Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log files. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19¿ of the external portion/distal end of the driveline was returned for evaluation. A previous clamshell repair was observed (reported under MDR # 2916596-2018-04906). An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact; however, short to shields were induced on the black and brown wires. The silicone jacket was unremarkable. The clear bionate layer was discolored, but was otherwise unremarkable. Shield breakdown was observed adjacent to the metal connector and throughout the length of the driveline. Visual examination of the underlying wires revealed that the brown and black wires were partially fractured at the metal connector, exposing their inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of both compromised wires made simultaneous contact with the braided shield while on battery power, the resulting electrical short would have caused the reported pump stoppages.

Manufacturer narrative:
The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete approximate age of device - 2 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital and interrogation of the system showed pump stoppages. A log file submitted to the manufacturer's technical services team for analysis confirmed a pump stoppage event on (B)(6) 2018 which occurred while the lvad system was powered via the power module. A percutaneous lead (driveline) short to shield issue was suspected. On (B)(6) 2018 the manufacturer's technical services representatives performed an external driveline replacement. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a regular grounded patient cable.